Event description:
In 2008, the patient's wife reported that last week the patient inserted an insulin infusion set three days prior, at 7pm and by 5:30am, he called her to pick him up from work. She said on the way home, he vomited and had an elevated blood glucose reading of over 500 mg/dl. At 6am, he changed his infusion headset and discovered the cannula of the used headset was bent. He inserted a new headset, bloused insulin through his infusion device, and went to bed for 2 hours. She said when he awoke, the patient again began vomiting. She took the patient to the hospital emergency room where he was placed in intensive care. She is unsure what his blood glucose value was. She stated the patient is currently still in the hospital. Repeated further attempts to follow up with the patient was unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No products will be returned for evaluation.